Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was not able to log in due to the c drive being full. A field service engineer removed files from the c drive and reimaged the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the nurse was unable to log in to the internal medicine station, which went out of service. The customer reported that a fatal error ocurred on the underlying data source. The customer stated that due to this malfunction the user was unable to pull medications for a patient. There were no adverse events or injuries reported based on this event.